Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: product ID 5076-45 lead, implanted: (B)(6) 2010; product ID: 694758 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient was experiencing dizziness due to a heart rate in the 40¿s. The right ventricular (rv) lead was t-wave oversensing (twos) causing a reduction of appropriate pacing. The oversensing was unable to programmed around so the pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.